Event description:
During the course of a treatment using impac's sequencer, record and verify system, an unintended change occurred while the user was editing the machine in the field definition mode in 2008. This unintended change occurred as the result of a change from machine "a" to a different machine in order to continue a treatment on machine "b." The change to a different machine resulted in the imrt field and the x/y jaws of certain field control points to change from asym (asymmetrical) to sym (symmetrical). It has been determined that if the x and y jaws of the control point are sym when a machine change takes place, then the x/y jaws of following control points will be set to sym, although the x/y jaws of other control points in the fields should be asym. This could result in a portion of these control points being blocked by the now symmetric jaw. In addition, if the user has a machine characterization leaf configuration that results in a leaf gap, the normal tissue outside the control point could be exposed. The error has been determined to affect only elekta and siemens machines running mosaiq versions 1.3 and 1.4. A field notification shall be sent to those customers who may potentially be affected by this anomaly in order to warn of the potential ramifications.

Manufacturer narrative:
Impac product development is currently working on a fix which shall be made available to affected customers. No patients are known to have been mistreated or injured due to this potential error, which was caught during the qa check done prior to treatment.